Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 407652 lead; 1156t st jude lead, implanted: (B)(6) 2010-. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured unstable and high impedances for pacing, rv defib coil, and superior vena cava (svc) coil. Review of x-rays showed a severe bend of lead conductors out of the header block. Further evaluation will be performed at follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was removed and a new lead was implanted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.